Manufacturer narrative:
An x-ray of tooth site #3 was provided by the clinician.

Event description:
The doctor reported that the abutment screw and abutment were placed on (B)(6) 2016 at tooth site #3 and the abutment screw was reported fractured on (B)(6) 2017. The fragment of fractured screw was removed successfully from implant and the abutment/abutment screw will be replaced.

Manufacturer narrative:
One certain® ucla gold hexed abutment cylinder was returned for inspection with a certain® gold-tite hexed screw were examined visually by the naked eye. Visual inspection confirmed a piece of screw was stuck inside the crown. No lot number provided therefore the DHR could not be verified. The reported screw fracture was confirmed during inspection. No definitive root cause could be determined.